Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
It was reported to philips that the device had a touchscreen failure during testing. The was no patient involvement or user harm reported at the time of the event. A philips authorized service personnel (asp) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty touchscreen. The asp replaced the touchscreen to resolve the issue. The device passed operational testing and returned to full functionality.